Manufacturer narrative:
MFR site email: (B)(4).

Event description:
It was reported that a foreign material inside the catheter was observed. An imager angiographic catheter was selected for use for a carotid angiogram in the carotid artery. During preparation when attempting to flush the catheter, it was noted that there was a piece of plastic inside the catheter that popped out upon flushing. The same issue with two other imager catheters. The devices did not enter the patients body. There were no patient complications reported.